Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, cubie was not opening and the bottle in the cubie was jamming it. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that the cubie couldn¿t open because the bottle inside was stuck. A technical support specialist removed the cubie using the cubie admin using system. After that, the customer was able to open the cubie, place the bottle correctly, and issue the medication to the patient. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.